Event description:
It was reported that the pxvp05066 tubing was not glued properly and coming apart. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcomingwhen the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. The lot number was not provided thus a device history record was not reviewed. As such, based on available information, a definite root cause is unable to be determined at this time. The reported malfunction could not be confirmed since no product samples nor images was provided, however, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% visual inspection, manufacturing continuous monitor sampling, and qa sampling inspection.